Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, fecal incontinence. It was reported that the patient stated their stimulation was uncomfortable. Additional information was received on (B)(6) 2021 indicating that the patient stated they increased it to 2.8 with their sales rep earlier today. Patient stated it was, "killing my back" and that it was irritating their tailbone, so they lowered it to 2.5 on the left side. Patient stated they were feeling some slight stimulation, but on the programmer there was an error stating that no cables were attached, no leads attached. Patient was referred to her doctor for further assistance. No further complications were reported at this time. On (B)(6) 2021 the patient stated that the wire became dislodged and the doctor removed it yesterday.